Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/30/2016 that the patient was taken to the doctor regarding painful sensor insertions on (B)(6) 2016. Date of doctor visit is an approximation. The patient was prescribed lidocaine for the insertion process. At the time of contact, the patient was okay. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.